Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg was replaced. No device malfunction was suspected. The patient was doing well postoperatively. The explanted device was not returned to bsn.

Event description:
A report was received that the patient's ipg was depleting faster. It was noted that the ipg was not charging and ipg was not functioning properly. The patient will undergo ipg replacement.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient's ipg was depleting faster. It was noted that the ipg was not charging and ipg was not functioning properly. The patient will undergo ipg replacement.